Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leakage detected at approximately 48 cm from the tip of a newly unpacked PICC catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation revealed some use residue on the returned sample. A leak was observed just distal to the 59 cm depth marker, and it was found to align with the distal end of the canula of the stylet flushing hub. A microscopic observation revealed the split where the leak was found had somewhat rough edges, and some impressions/superficial damage was observed on the catheter surface adjacent to the split. The catheter was dissected for inspection of the inner wall and additional impressions which appeared to be from the canula of the proximal connector piece were observed. The observed damage appears to have been caused by excessive manipulation of the stiffening stylet within the catheter, likely from forceful insertion the distal end of the metal cannula of the stylet flushing hub into the catheter tubing. This complaint will be recorded for future trending and monitoring purposes.